Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Clarifications to e.1.: fax number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Upon explant healthcare professional reported rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side capsular contracture baker grade unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.